Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 4 MDR's filed for the same patient (reference 1825034-2016-00330 & 00653 and 3002806535-2016-00050 & 00089).

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, a right hip revision procedure was performed on (B)(6) 2014 due to metallosis. A second right hip revision procedure was performed on (B)(6) 2015 due to fractures of the femoral head and acetabular liner. It was further reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, a left hip revision procedure was performed on (B)(6) 2013 due to metallosis. A second left hip revision procedure was performed on (B)(6) 2014 due to fractures of the femoral head and acetabular liner.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported by patient's legal counsel patient's right hip was revised approximately ten months post-implantation due to unknown allegations. The acetabular bearing and femoral head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received indicates the revision procedure was due to fractures of the acetabular bearing and femoral head.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). This report is number 1 of 8 mdrs filed for the same patient (reference 1825034-2016-00330 / 00763 - 00767 & 3002806535-2016-00050 / 00089).

Event description:
It was reported by patient's legal counsel patient was revised on the right side approximately ten months post-implantation due to unknown allegations. The acetabular liner and femoral head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received reported fracture of the acetabular liner and femoral head.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, a right hip revision procedure was performed on (B)(6) 2014 due to metallosis. A second right hip revision procedure was performed on (B)(6) 2015 due to fractures of the femoral head and acetabular bearing. It was further reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, a left hip revision procedure was performed on (B)(6) 2013 due to metallosis. A second left hip revision procedure was performed on (B)(6) 2014 due to fractures of the femoral head and acetabular liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 filed for the same event (B)(4).

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2014 due to unknown reasons. It was further reported a revision procedure was performed on (B)(6) 2015 due to fracture of the acetabular bearing.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Event description:
It was reported that a patient was revised due to liner fracture approximately ten months post implantation. It was noted in the operative notes that there was a large amount of fluid within the joint. There was also a large amount of black debris behind the cup, some cavitary defects, good anterior and superior wall. The posterior wall was relatively deficient. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Medical devices: 15-106060 m2a-38 cup non flared sz 60mm 363220, unk femoral head. Reported event was confirmed by review of the provided photographs and revision op notes. Photographs of the explants show soft tissue on the outer surface of the cup & inner surface shows some black color. The bearing was fractured. Surgeon states there was black debris found to be within the capsule nodular synovitis. The polyethylene component was broken with a large flap. DHR was reviewed and no discrepancies were found review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.